Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator. An allegation of premature battery depletion had been made. Another ICD was successfully implanted. No adverse patient symptoms were reported.